Manufacturer narrative:
One used 8fr angios-eal vip device was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was in the rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was found dislodge near the hub of device cap. No other visual anomalies were noted with the device. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that that the device was manually withdrawaled after the reported event and that the device was not in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor did not release from the sheath. The doctor then pulled the device, there was no string to or plunger visible. Upon the doctor inspecting the device the anchor and collagen were still in the sheath. The blood loss was less than 250 cc. It was reported that the bilateral diagnostic leg angiogram was successful. Additional information was received on june 25, 2019: the patient was in stable condition. A 6fr. Sheath was used. A pre deployment angiogram was performed. Hemostasis was achieved with manual compression. It was reported that the issue was with deployment withdrawal when the anchor never released from the sheath.